Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg despite troubleshooting attempt. Also. The remote control and clinician programmer would not communicate with the ipg. It was noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.